Manufacturer narrative:
The device was not returned for investigation purposes. The angiograms were obtained by essential medical and reviewed by essential medical. It was confirmed that a filling defect was noted post closure at the access site. The access site was in poor condition, torn vessel with dissection present. Due to the condition of the vessel, the toggle did not catch as intended allowing for part of the collagen to prolapse into the vessel. However, it was noted the dissection was the main root cause of the stenosis. The user experienced difficulty during inserting the guidewire for remedial actions due to sticking the wire through the arterial wall or the sub inguinal tissue. The following adverse event related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection. Dissections are a common large bore procedure complication; therefore, it is inconclusive the cause of the dissection. The IFU lists as a precaution: in the event bleeding from the femoral access site persists after the use of the manta device, the physician should access the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk documentation was reviewed, and this incident is a known risk. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU lists other access site complications possibly requiring endovascular intervention as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A male patient underwent tavr on (B)(6) 2019. Manta 18f vascular closure device was used for closure, and hemostasis was reported as immediate. A post closure angiogram showed a filling defect described as a 45 degree angle in the artery. After several attempts at inflating a balloon from the contralateral side, the defect was noted as being lessened, but not eliminated. The patient was said to be "fine" following the procedure. Follow up communications on (B)(6) 2019 reported that an ultrasound was performed (B)(6) 2019 and it was reported that flow was fully restored and there was no presence of stenosis in the vessel.